Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("metallic portions of essure device are identified embedded within 3 of the uterine tissue fragment") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine fibroids, excessive menstruation, bunionectomy, cesarean section, post-traumatic stress disorder, migraine, anemia, anxiety, depression, menses irregular, parity 4, multi gravida, urinary tract infection, perineal pain, pelvic pain female, left lower quadrant pain and menstruation frequent. Concomitant products included topamax (topiramate), celexa [celecoxib], clomipramine and oral contraceptive nos. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2021, 963 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimens: uterus, uterus, bilateral fallopian tubes. Final diagnosis: uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy: benign endometrial tissue in proliferative phase and with reactive/regenerative changes. Benign myometrial tissue with adenomyosis. Detached fimbrial ended bilateral benign fallopian tubes with para tubal cyst. No definitive endometritis, endometrial hyperplasia or carcinoma identified. Clinical information: excessive and frequent menstruation with irregular cycle. Gross description: 3 coiled, metallic portions of essure device are identified embedded within 3 of the uterine tissue fragments.. Separate in the same container are 2 pink, purple fimbriated fallopian tubes measuring 4.3 cm in length and 0.6 cm in greatest diameter and 3.4 cm in length and 0.5 cm in greatest diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Event medical device removal is replaced with event device embedded. Lab data, surgical pathology report added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1339 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, (B)(6) days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.